Event description:
A caller reported a cartridge alarm on their tandem mobi insulin pump, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Cts guided the caller through several steps to resolve the issue, including bolus delivery and loading a new cartridge, but the alarm persisted. As a result, cts arranged to send a replacement pump with updated software and instructed the caller on how to handle the return of the defective pump. The customer was advised to use multiple daily injections as a backup therapy until the replacement arrived.